Manufacturer narrative:
A review of the manufacturing documentation of the lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient developed painful inflammation and redness at the lead site following a lead revision due to migration. The patient's general physician examined the patient's site and prescribed the patient antibiotics (B)(4). The patient later follow-up with her implanting physician, who stated the wound looked to be healing properly.

Event description:
A report was received that the patient developed painful inflammation and redness at the lead site following a lead revision due to migration. The patient's general physician examined the patient's site and prescribed the patient antibiotics (keflex). The patient later follow-up with her implanting physician, who stated the wound looked to be healing properly.